Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Of any deficiency in the performance of the device.

Event description:
On( B)(6) 2016, the reporter contacted animas, alleging that the pump had lost power. Reportedly, there were no damages to the battery compartment or cap, and the cap was able to secure properly on to the pump. No moisture or corrosion in the pump was noted. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 03/16/2016 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2016 with the following findings. On investigation, the alleged power issue was verified in the black box and duplicated in the evaluation. Review of the black box data found multiple power interruptions and replace battery alarms. Battery compartment crack was found along the side of the compartment and corrosion was evidenced in the compartment. A battery compartment leak was demonstrated in a leak test. The battery cap contact measurements were within specifications. Using the returned battery cap, the pump powered up to the display with auditory and vibratory features. No tactile issue was found with the buttons. A rewind/load/prime sequence was completed. Power interruption occurred during a 24-hour basal exercise and the issue recurred when a test cap was used. Pump casing was opened and no damages were found to the power circuit. Unrelated to the complaint, the display was found to be dim with a reddish contrast.